Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, a leak was observed on the clear side port of the sheath. The issue became apparent when the physician aspirated the sheath, and air was introduced through the joint between the side port and the sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub, creating a potential leak path. An attempt to pressurize the sheath by injecting deionized water into the flush lumen port did not cause the suspected area to leak, confirming the flush lumen to be torn, but not leaky. The hemostatic valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed to the valves. Based on this investigation, the torn flush lumen could have potentially contributed to the allegations of this event during the time of use, but due to the lack of an existing leak or air ingress during testing, the reported observations could not be confirmed.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, a leak was observed on the clear side port of the sheath. The issue became apparent when the physician aspirated the sheath, and air was introduced through the joint between the side port and the sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.